Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Ref e-complaint (B)(4).

Event description:
The dr tried to cut the small polyceps twice failed- claim that the scissors is too blunt . Patient was sent to the operating room. Ref e-complaint (B)(4).

Event description:
The dr tried to cut the small polyceps twice failed- claim that the scissors is too blunt . Patient was sent to the operating room. Ref (B)(4).

Manufacturer narrative:
Ref (B)(4). Investigation : x-initiated manufacturer's investigation , x-inspect returned samples . Analysis and findings : distribution history: the complaint unit was purchased from reda instrumente on 8/2/2019 and was sold to the customer on 9/10/2019. Manufacturing record review: manufacturing record review not applicable to this complaint. Incoming inspection review: iqc- 329032_080219 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record : no previous service history record found for the products. Historical complaint review: a review of the attached 2-year complaint history did not show similar reported complaint conditions of scissors are to blunt to cut. Product receipt: the complaint unit (es-sics, scissors, single action) was returned to coopersurgical on 12/14/2019. The lot number of the returned unit matched the lot number reported. Visual evaluation: visual examination of the complaint unit revealed no obvious physical damage. Functional evaluation : the complaint unit was returned to the manufacturer for evaluation. It was disassembled and functionally evaluated and found the tie road in the rear area was deformed and the top unit on the handles was incorrectly installed. Root cause : while no definitive root cause could be reliably determined, the potential cause may be extreme use of human force by user. Correction and/or corrective action : the manufacturer has checked store and stock and found on defects. Coopersurgical will continue to monitor this complaint condition for trends.